Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 25-apr-2023 investigation summary bd received 37 insyte autoguard 22 gauge devices from lot 2243842 for evaluation. Three of the devices were noted to be received in opened packaging while the remaining 34 were still inside of their sealed packaging. A review of the device history record was performed for the reported lot and no quality issues were found during production. Our quality engineer visually inspected the returned units and observed no physical defects or deformities. Next, the sealed units were inspected the tip adhesion and catheter threading but no issues were found. The engineer determined that the sealed units were fully functional and met product specifications. Finally, the opened units were microscopically inspected for anything that could have caused the reported issues as well but no defects were found. Therefore, based off the visual/microscopic inspection and testing the engineer was unable to verify the reported defect. The returned units all appeared to be functional and within product specifications. Since no defects were found during inspection a definitive root cause could not be determined.

Event description:
It was reported that the bd insyte¿ autoguard¿ IV catheter hub was defective. The following information was provided by the initial reporter: I would have to defer to him to elaborate on the issue with them sticking. On the 22 ga the blue hub sticks to the catheter base. It is clearly evident with the ones I sent to omit. The blue hub is bonded to the clear plastic base these have not been usable unless we release them prior to sticking the patient.

Manufacturer narrative:
B.3. Date of event: unknown. The date received by manufacturer has been used for this field. H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd insyte¿ autoguard¿ IV catheter hub was defective. The following information was provided by the initial reporter: I would have to defer to him to elaborate on the issue with them sticking. On the 22 ga the blue hub sticks to the catheter base. It is clearly evident with the ones I sent to omit. The blue hub is bonded to the clear plastic base these have not been usable unless we release them prior to sticking the patient.